Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved contributed to the adverse events described in the article, specifically: recurrent prolapse. Reoperation? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture?

Event description:
It was reported in a journal article that the patient underwent an isolated bicuspid aortic valve/bav repair using sinus plication procedure between (B)(6) 2009 and (B)(6) 2014 and the suture was used for annuloplasty. The suture annuloplasty was added if basal diameter exceeded 26 mm and whenever annular dilatation was present. Between six and sixteen months postoperatively, the reoperation became necessary for recurrent aortic regurgitation. It was also reported that findings at reoperation were recurrent prolapse. Additional information has been requested.